Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the imaging system. It was reported that the imaging acquisition system (ias) would not power on. The rep discovered that the system had been left unplugged, and the batteries were low. The site plugged the system in and charged the batteries, the site checked the batteries after five hours and they were holding the charge. A full system checkout was performed and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) would not power on. A manufacturer representative was informed by the site the mobile view station (mvs) was left disconnected which caused the ias batteries to discharge. There was no patient present when this issue was identified.